Manufacturer narrative:
Sections d9, h3, h4, and h6 codes were updated. The reported complaint that the autopulse platform (sn (B)(6) didn't power on even after replacing the batteries was not confirmed during functional testing. The autopulse platform powered on normally at the zoll service depot using multiple fully charged, known-good test batteries. All cables were properly seated and secure, with no loose connections identified. Following service, the autopulse platform passed all testing criteria.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) didn't power on, even after replacing the batteries. All batteries were fully charged, with all four green lights, before inserting them into the platform. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.